Event description:
This male patient with a history of hypertension and high cholesterol was admitted to the cath lab for angiography, which revealed a >85% stenosis in the distal lma/ proximal lad and a long >75% lesion in the proximal lcs. Heparin was administered via IV. The lam/lad/lcx was predilated with a 3.0x20mm balloon to a maximum of 16atms. A 3.5x13mm cypher stent and a 3.5x23mm cypher stent was implanted in the proximal lcs to 16 atms and 10 atms respectively. A 3.5x23mm cypher stent was then implanted within the lma/lad to a maximum of 16atms. The results were reorted to be sub-optimal. Post dilation was conducted. The patient was discharged on aspirin, and plavix. Approximately seven months later, the patient returned to the cath lab where angiography revealed an instant restenosis within the cypher stents implanted in the lcx. This was treated with balloon angioplasty.